Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, the battery voltage equaled 2.65.

Event description:
It was reported that the customer was questioning the longevity of the device after the patient had a recent ventricular tachycardia (vt) storm. It was noted the device is not meeting longevity expectations and the battery voltage has dropped. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the customer was questioning the longevity of the device after the patient had a recent ventricular tachycardia (vt) storm. It was noted the device is not meeting longevity expectations and the battery voltage has dropped. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 implantable pacing lead implanted: (B)(6) 2010, 407652 implantable pacing lead implanted: (B)(6) 2010. (B)(4).